Event description:
It was reported that the caller experienced an alarm 2 followed by an alarm 26, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. The caller followed instructions from technical support to address the occlusion by disconnecting tubing and delivering boluses, but the alarms recurred. The blockage was identified in the cartridge, and the customer changed supplies as necessary to resume insulin therapy.